Event description:
Once the microcatheter (subject device) was pulled out of body after procedure, it was reported that the proximal end of the microcatheter was noticed peeling off. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
Expiration date: updated. Manufacturing date: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that foreign material was noted on the catheter shaft and the catheter shaft was flat. However, no peeling was noted. During the functional testing, resistance was experienced in the catheter shaft due to the flat on the shaft. Based on the information currently available, it is likely that the physician perceived the foreign material noted on the catheter shaft was the peeled coating. However during the analysis, there was no damage noted to the shaft and the foreign material noted on the catheter shaft was determined not to originate from the returned device and it cannot be determined where it originated from. Therefore the reported issue could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Once the microcatheter (subject device) was pulled out of body after procedure, it was reported that the proximal end of the microcatheter was noticed peeling off. There were no reported clinical consequences to the patient due to this event.